Event description:
The customer reported that the 9900 system needed a part replaced. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The c-arm calibration files were reloaded. The system was tested and operates as intended.